Manufacturer narrative:
The patient has filed a short-form complaint in a coordinated action in (B)(6) with master case no. (B)(4) the consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device. These devices are used for treatment not diagnosis. There is no other information available. Pending investigation.

Event description:
It was reported via legal documentation that the patient had an initial left total knee arthroplasty on (B)(6) 2009. The device has not been revised. There is no other patient demographic or medical history available. There are no x-rays/CT scans provided. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected. Information. G4: 510k unknown due to specific device not being reported. The following sections were updated: e1. H6. The following sections were corrected: b1. B2. H6. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.